Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the system doesn't help her. Pt has used scs system for quite a while though it's unclear how long it's been. Pt has been reprogrammed several times per caller. Caller is from office of dr. Matthew pingree at mayo clinic who wants to try a different device/treatment with pt but dr. Pingree wants the current scs system to be removed before he tries another device/treatment. Caller asked for warranty info as patient's insurance is asking for this information before proceeding with a different device/treatment. Technical services (tss) will send warranty info to pt. Pt is looking into getting her scs system removed by an hcp in north dakota.